Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 740 mg/dl. The customer stated that she removed the set and the cannula was bent. The customer also reported no delivery alarm. The customer stated the alarm did not occur during manual prime. The customer declined to troubleshoot for high readings. The product was not returned for analysis.